Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure of coil embolization, the trufill orbit rdfl complex standard coil was unable to be advanced (impeded) through the prowler lp microcatheter. The physician then changed the microcatheter but was still unable to advance the coil through this microcatheter either. The physician then used another trufill coil (same catalog number) which was advanced through the microcatheter and was used successfully to complete the procedure. There was no reported pt information. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.